Manufacturer narrative:
The field service engineer replaced the bar code reader, performed an alignment, completed performance verification checklist, ran controls which all passed, and discussed system performance with the operator. Customer was able to run specimens without any issues. System was operational.

Event description:
The same barcode was read incorrectly for two patients on two separate dates due to a malfunction. No injury, treatment or change in patient management was reported by the customer. The error was detected prior to release outside of the lab. Information pertaining to patients was not made available.